Manufacturer narrative:
Eval: results: lead segments were returned. The two returned leads were cut through at explant, but no anchor damage was noted on either of the two leads. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04257. The pt rec'd two leads with the same lot number. It was reported the pt had discomfort at the ipg pocket site. It was reported the pt was very thin. In addition, the pt did not feel the system was helping to relieve her pain. The pt did not want reprogramming, and elected to have the system removed.